Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -8.5 diopter was intraoperatively implanted, removed, and replaced due to a lens tear/break during loading on (B)(6) 2023. The problem was resolved. The cause of the event is unknown. Reportedly, "the lens was torn during loading."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#(B)(4).